Manufacturer narrative:
(B)(4). The reporter stated that the event occurred on an unknown date in the two months prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set would not connect to an unspecified primary tubing set. This occurred during set-up. The reporter stated that the nurse removed the one-link cap from the set to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional testing were performed. No malfunctions or abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.